Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4). Units. There are no units in our stock. We have received an open and used sample with the thread broken. As the thread has been used further analysis cannot be done. Please note that, without closed samples a proper analysis cannot be performed in this case. If closed samples are received in the future, we will re-open the case received in the future, we will re-open the case. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils b. Braun surgical requirements. Conclusion root cause analysis: the root cause cannot be determined as no closed samples have been received and the sample received is contaminated and a further analysis cannot be performed. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that when opened the package and used it, the knotting thread kept breaking. Additional information has been requested.